Event description:
It was reported that the pt had a catheter revision. During the revision, a priming bolus was incorrectly performed. A single bolus was performed when a priming bolus should have been used to remove the old drug from the pump tubing. The pt was not injured by the incorrect bolus and was "doing fine." The medications being delivered via the device system were dilaudid 5.0 mg/ml at 0.2400 mg/day and sufentanil 100.0 mcg/ml at 4.80 mcg/day. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by an MFR employee. A process improvement plan and training are in place.